Event description:
Customer called stating that their meter is reporting low results. An eval of the meter was conducted over the phone, which determined that the meter was outside specifications. Sending customer control solution, check strip and box of strips. Customer asked to call back upon receipt of supplies to continue troubleshooting.